Event description:
Patient admitted to hospital for removal of bilateral breast implants secondary to left side deflation. The breast implants had been placed in 1992 following bilateral modified mastectomies and axillary node dissections due to breast cancer.